Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvis pain"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("pregnancy (stillbirth/ miscarriage/ termination)") in a 25-year-old female patient (gravida 5, para 4) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multiple pregnancy (total number of live births: 4, ((B)(6)2001, (B)(6)2003, (B)(6)2007, (B)(6)2008)). On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal distension ("bloating"), migraine ("migraines"), anxiety ("anxiety"), alopecia ("hair loss"), dental caries ("dental issues/ tooth decay"), menstrual disorder ("imbalance (affecting her menstrual cycle)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), gluten sensitivity ("gluten allergy"), rubber sensitivity ("latex allergy"), allergy to chemicals ("chemicals allergy (like bleach, perfumes)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), coeliac disease ("celiac disease"), rash ("rashes and skin condition"), bladder disorder ("bladder problems/ changes"), urinary tract disorder ("urinary problems/ changes"), headache ("headaches"), nausea ("nausea"), hemiplegic migraine ("hemaplegic migraines") with hemiparesis, dysmenorrhoea ("dysmenorrhea (cramping)"), cholecystectomy ("gall bladder removal"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), episcleritis ("nodular scleritis"), fatigue ("fatigue"), weight decreased ("weight loss"), irritable bowel syndrome ("ibs (irritable-bowel syndrome)"), muscle spasms ("muscle spasms/pain"), onychoclasis ("brittle nails"), breast discharge ("breast discharge"), abdominal pain lower ("lower abdomen pain"), abdominal pain upper ("upper abdomen pain"), back pain ("lower back pain/ lower left side back pain/ flank"), toothache ("teeth pain") and arthralgia ("joints pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic essure removal/ salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, dental caries, dysmenorrhoea and abdominal pain lower was resolving, the genital haemorrhage, pregnancy with contraceptive device, abdominal distension, migraine, anxiety, menstrual disorder, menorrhagia, allergy to metals, gluten sensitivity, rubber sensitivity, allergy to chemicals, vaginal infection, coeliac disease, bladder disorder, urinary tract disorder, headache, nausea, hemiplegic migraine, cholecystectomy, dyspareunia, vaginal discharge, episcleritis, fatigue, weight decreased, irritable bowel syndrome, muscle spasms, onychoclasis, breast discharge, abdominal pain upper, toothache and arthralgia outcome was unknown and the alopecia and back pain had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to chemicals, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, breast discharge, cholecystectomy, coeliac disease, dental caries, dysmenorrhoea, dyspareunia, episcleritis, fatigue, genital haemorrhage, gluten sensitivity, headache, hemiplegic migraine, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, muscle spasms, nausea, onychoclasis, pelvic pain, pregnancy with contraceptive device, rash, rubber sensitivity, toothache, urinary tract disorder, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: the patient became pregnant and in (B)(6)2014 had elative termination of her pregnancy. Discrepancy found regarding pregnancy onset date (dates as (B)(6) and (B)(6) were cited). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Pregnancy test - on (B)(6)2014: positive ultrasound abdomen - on (B)(6)2014: single living intrauterine embryo/gestat age 8wks ultrasound scan vagina - on (B)(6)2014: single living intrauterine embryo/gestat age 8wks; on (B)(6)2015: essure device identified in normal position. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: headache, fatigue, back pain, muscle spasms, migraine, cholecystectomy, abdominal pain, pregnancy with contraceptive device, menstrual disorder and pelvic pain. Most recent follow-up information incorporated above includes: on(B)(6)2018: case (B)(4) was found as duplicate of this case:pfs+medical records with the following info added:dob added,essure indica/implant date updated.new events added:imbalance,abnormal bleeding (vaginal, menorrhagia),pregnancy (stillbirth/ miscarriage/ termination),infection (bladder/ urinary tract/vaginal),celiac disease,rashes and skin condition,bladder problems/ changes,urinary problems/changes,nausea,hemaplegic migraines (with one sided paralysis),dysmenorrhea (cramping),gall bladder removal,dyspareunia (painful sexual intercourse),nodular scleritis,fatigue,weight loss,ibs (irritable-bowel syndrome),muscle spasms/pain,brittle nails and breast discharge.previously reported events updated:"allergic reactions" was updated to nickel allergy,gluten allergy,latex allergy,chemicals allergy like bleach, perfumes,dental issues to dental issues/ tooth decay, pain was updated to pelvis pain,upper abdomen pain,lower abdomen pain,lower back pain,headaches,teeth pain,joints pain. On (B)(6)2018: no new clinical information provided. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvis pain"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("pregnancy (stillbirth/ miscarriage/ termination)") in a 25-year-old female patient (gravida 5, para 4) who had essure (batch no. 787215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multiple pregnancy (total number of live births: 4, ((B)(6) 2001, (B)(6) 2003, (B)(6) 2007, (B)(6) 2008)). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal distension ("bloating"), migraine ("migraines"), anxiety ("anxiety"), alopecia ("hair loss"), dental caries ("dental issues/ tooth decay"), menstrual disorder ("imbalance (affecting her menstrual cycle)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), gluten sensitivity ("gluten allergy"), rubber sensitivity ("latex allergy"), allergy to chemicals ("chemicals allergy (like bleach, perfumes)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), coeliac disease ("celiac disease"), rash ("rashes and skin condition"), bladder disorder ("bladder problems/ changes"), urinary tract disorder ("urinary problems/ changes"), headache ("headaches"), nausea ("nausea"), hemiplegic migraine ("hemaplegic migraines") with hemiplegia, dysmenorrhoea ("dysmenorrhea (cramping)"), cholecystectomy ("gall bladder removal"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), episcleritis ("nodular scleritis"), fatigue ("fatigue"), weight decreased ("weight loss"), irritable bowel syndrome ("ibs (irritable-bowel syndrome)"), muscle spasms ("muscle spasms/pain"), onychoclasis ("brittle nails"), breast discharge ("breast discharge"), abdominal pain lower ("lower abdomen pain"), abdominal pain upper ("upper abdomen pain"), back pain ("lower back pain/ lower left side back pain/ flank"), toothache ("teeth pain") and arthralgia ("joints pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (laparoscopic essure removal/ salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dental caries, dysmenorrhoea and abdominal pain lower was resolving, the genital haemorrhage, pregnancy with contraceptive device, abdominal distension, migraine, anxiety, menstrual disorder, menorrhagia, allergy to metals, gluten sensitivity, rubber sensitivity, allergy to chemicals, vaginal infection, coeliac disease, bladder disorder, urinary tract disorder, headache, nausea, hemiplegic migraine, cholecystectomy, dyspareunia, vaginal discharge, episcleritis, fatigue, weight decreased, irritable bowel syndrome, muscle spasms, onychoclasis, breast discharge, abdominal pain upper, toothache and arthralgia outcome was unknown and the alopecia and back pain had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to chemicals, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, breast discharge, cholecystectomy, coeliac disease, dental caries, dysmenorrhoea, dyspareunia, episcleritis, fatigue, genital haemorrhage, gluten sensitivity, headache, hemiplegic migraine, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, muscle spasms, nausea, onychoclasis, pelvic pain, pregnancy with contraceptive device, rash, rubber sensitivity, toothache, urinary tract disorder, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: the patient became pregnant and in (B)(6) 2014 had elative termination of her pregnancy. Discrepancy found regarding pregnancy onset date (dates as 2011 and 2014 were cited). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Pregnancy test - on (B)(6) 2014: positive; ultrasound abdomen - on (B)(6) 2014: single living intrauterine embryo/gestat age 8wks; ultrasound scan vagina - on (B)(6) 2014: single living intrauterine embryo/gestat age 8wks; on (B)(6) 2015: essure device identified in normal position. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: headache, fatigue, back pain, muscle spasms, migraine, cholecystectomy, abdominal pain, pregnancy with contraceptive device, menstrual disorder and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: pfs received. Reporter added. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvis pain"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("pregnancy (stillbirth/ miscarriage/ termination)") in a 25-year-old female patient (gravida 5, para 4) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multiple pregnancy (total number of live births: 4, ((B)(6) 2001, (B)(6) 2003, (B)(6) 2007, (B)(6) 2008)). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal distension ("bloating"), migraine ("migraines"), anxiety ("anxiety"), alopecia ("hair loss"), dental caries ("dental issues/ tooth decay"), menstrual disorder ("imbalance (affecting her menstrual cycle)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), gluten sensitivity ("gluten allergy"), rubber sensitivity ("latex allergy"), allergy to chemicals ("chemicals allergy (like bleach, perfumes)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), coeliac disease ("celiac disease"), rash ("rashes and skin condition"), bladder disorder ("bladder problems/ changes"), urinary tract disorder ("urinary problems/ changes"), headache ("headaches"), nausea ("nausea"), hemiplegic migraine ("hemaplegic migraines") with hemiplegia, dysmenorrhoea ("dysmenorrhea (cramping)"), cholecystectomy ("gall bladder removal"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), episcleritis ("nodular scleritis"), fatigue ("fatigue"), weight decreased ("weight loss"), irritable bowel syndrome ("ibs (irritable-bowel syndrome)"), muscle spasms ("muscle spasms/pain"), onychoclasis ("brittle nails"), breast discharge ("breast discharge"), abdominal pain lower ("lower abdomen pain"), abdominal pain upper ("upper abdomen pain"), back pain ("lower back pain/ lower left side back pain/ flank"), toothache ("teeth pain") and arthralgia ("joints pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic essure removal/ salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dental caries, dysmenorrhoea and abdominal pain lower was resolving, the genital haemorrhage, pregnancy with contraceptive device, abdominal distension, migraine, anxiety, menstrual disorder, menorrhagia, allergy to metals, gluten sensitivity, rubber sensitivity, allergy to chemicals, vaginal infection, coeliac disease, bladder disorder, urinary tract disorder, headache, nausea, hemiplegic migraine, cholecystectomy, dyspareunia, vaginal discharge, episcleritis, fatigue, weight decreased, irritable bowel syndrome, muscle spasms, onychoclasis, breast discharge, abdominal pain upper, toothache and arthralgia outcome was unknown and the alopecia and back pain had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to chemicals, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, breast discharge, cholecystectomy, coeliac disease, dental caries, dysmenorrhoea, dyspareunia, episcleritis, fatigue, genital haemorrhage, gluten sensitivity, headache, hemiplegic migraine, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, muscle spasms, nausea, onychoclasis, pelvic pain, pregnancy with contraceptive device, rash, rubber sensitivity, toothache, urinary tract disorder, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: the patient became pregnant and in (B)(6) 2014 had elative termination of her pregnancy. Discrepancy found regarding pregnancy onset date (dates as 2011 and 2014 were cited). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Pregnancy test - on (B)(6) 2014: positive. Ultrasound abdomen - on (B)(6) 2014: single living intrauterine embryo/gestat age 8wks. Ultrasound scan vagina - on (B)(6) 2014: single living intrauterine embryo/gestat age 8wks; on (B)(6) 2015: essure device identified in normal position. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: headache, fatigue, back pain, muscle spasms, migraine, cholecystectomy, abdominal pain, pregnancy with contraceptive device, menstrual disorder and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc(product technical problem). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvis pain"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("pregnancy (stillbirth/ miscarriage/ termination)") in a 25-year-old female patient who had essure (batch no. 787215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multiple pregnancy (total number of live births: 4, ((B)(6) 2001, (B)(6) 2003, (B)(6) 2007, (B)(6) 2008)). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), migraine ("migraines"), anxiety ("anxiety"), alopecia ("hair loss"), dental caries ("dental issues/ tooth decay"), menstrual disorder ("imbalance (affecting her menstrual cycle)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), gluten sensitivity ("gluten allergy"), rubber sensitivity ("latex allergy"), allergy to chemicals ("chemicals allergy (like bleach, perfumes)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), coeliac disease ("celiac disease"), rash ("rashes and skin condition"), bladder disorder ("bladder problems/ changes"), urinary tract disorder ("urinary problems/ changes"), headache ("headaches"), nausea ("nausea"), hemiplegic migraine ("hemaplegic migraines") with hemiplegia, dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), episcleritis ("nodular scleritis"), fatigue ("fatigue"), irritable bowel syndrome ("ibs (irritable-bowel syndrome)"), muscle spasms ("muscle spasms/pain"), onychoclasis ("brittle nails"), breast discharge ("breast discharge"), abdominal pain lower ("lower abdomen pain"), abdominal pain upper ("upper abdomen pain"), back pain ("lower back pain/ lower left side back pain/ flank"), toothache ("teeth pain") and arthralgia ("joints pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), underwent cholecystectomy ("gall bladder removal") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic essure removal/ salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dental caries, dysmenorrhoea and abdominal pain lower was resolving, the genital haemorrhage, pregnancy with contraceptive device, abdominal distension, migraine, anxiety, menstrual disorder, menorrhagia, allergy to metals, gluten sensitivity, rubber sensitivity, allergy to chemicals, vaginal infection, coeliac disease, bladder disorder, urinary tract disorder, headache, nausea, hemiplegic migraine, cholecystectomy, dyspareunia, vaginal discharge, episcleritis, fatigue, weight decreased, irritable bowel syndrome, muscle spasms, onychoclasis, breast discharge, abdominal pain upper, toothache and arthralgia outcome was unknown and the alopecia and back pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to chemicals, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, breast discharge, cholecystectomy, coeliac disease, dental caries, dysmenorrhoea, dyspareunia, episcleritis, fatigue, genital haemorrhage, gluten sensitivity, headache, hemiplegic migraine, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, muscle spasms, nausea, onychoclasis, pelvic pain, pregnancy with contraceptive device, rash, rubber sensitivity, toothache, urinary tract disorder, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: the patient became pregnant and in (B)(6) 2014 had elative termination of her pregnancy. Discrepancy found regarding pregnancy onset date (dates as 2011 and 2014 were cited). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Pregnancy test - on (B)(6) 2014: results: positive. Ultrasound abdomen - on (B)(6) 2014: results: single living intrauterine embryo/gestat age 8wks. Ultrasound scan vagina - on (B)(6) 2014: results: single living intrauterine embryo/gestat age 8wks; on (B)(6) 2015: results: essure device identified in normal position. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: headache, fatigue, back pain, muscle spasms, migraine, cholecystectomy, abdominal pain, pregnancy with contraceptive device, menstrual disorder and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvis pain'), genital haemorrhage ('abnormal bleeding\ abnormal bleeding(general) after surgery'), pregnancy with contraceptive device ('pregnancy (stillbirth/ miscarriage/ termination)'), coeliac disease ('celiac disease'), cholecystectomy ('gall bladder removal'), monoplegia ('arm paralysis'), hemianaesthesia ('one sided numbness') and haemoglobin decreased ('had a low haemoglobin') in a 25-year-old female patient who had essure (batch no. 787215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multiple pregnancy (total number of live births: 4, ((B)(6) 2001, (B)(6) 2003, (B)(6) 2007, (B)(6) 2008)). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced complication of device insertion ("tried to insert multiple times on the right side. It was never successfully placed in the right tube."). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), vaginal infection ("infection (bladder/ urinary tract/vaginal)\ infection (bladder/ urinary tract/vaginal) vaginal "), rash ("rashes and skin condition"), headache ("headaches"), nausea ("nausea"), hemiplegic migraine ("hemaplegic migraines") with hemiplegia, dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), episcleritis ("nodular scleritis"), fatigue ("fatigue"), irritable bowel syndrome ("ibs (irritable-bowel syndrome)"), muscle spasms ("muscle spasms/pain"), onychoclasis ("brittle nails"), breast discharge ("breast discharge"), back pain ("lower back pain/ lower left side back pain/ flank"), toothache ("teeth pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and skin disorder ("rashes and skin condition") and was found to have blood urine present ("bladder problems/ changes blood in urine") and weight increased ("weight( gain/ loss(specify which one) gained 60 lbs"). On (B)(6) 2013, the patient underwent cholecystectomy (seriousness criterion medically significant). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced complication of device removal ("were you advised of any complications from your essure removal procedure? Yes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), coeliac disease (seriousness criterion medically significant), monoplegia (seriousness criterion medically significant), hemianaesthesia (seriousness criterion medically significant), abdominal distension ("bloating"), migraine ("migraines"), dental caries ("dental issues/ tooth decay/ I have extensive tooth decay"), menstrual disorder ("imbalance (affecting her menstrual cycle)"), gluten sensitivity ("gluten allergy"), rubber sensitivity ("latex allergy"), allergy to chemicals ("chemicals allergy (like bleach, perfumes)"), abdominal pain lower ("lower abdomen pain"), abdominal pain upper ("upper abdomen pain"), arthralgia ("joints pain"), haematoma ("hematoma"), uterine disorder ("uterus was stuck to my stomach and I had lots of lesions"), asthma ("I have asthma my temp"), hypertension ("blood pressure") and balance disorder ("hormonal changes -describe imbalance, after my menstrual cycle") and was found to have haemoglobin decreased (seriousness criterion medically significant) and weight decreased ("weight loss"). The patient was treated with 2 blood transfusions and surgery (laparoscopic essure removal/ salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dental caries, dysmenorrhoea and abdominal pain lower was resolving, the genital haemorrhage, pregnancy with contraceptive device, coeliac disease, cholecystectomy, monoplegia, hemianaesthesia, haemoglobin decreased, abdominal distension, migraine, anxiety, menstrual disorder, menorrhagia, allergy to metals, gluten sensitivity, rubber sensitivity, allergy to chemicals, vaginal infection, blood urine present, headache, nausea, hemiplegic migraine, dyspareunia, vaginal discharge, episcleritis, fatigue, weight decreased, irritable bowel syndrome, muscle spasms, onychoclasis, breast discharge, abdominal pain upper, toothache, arthralgia, haematoma, uterine disorder, asthma, hypertension, abdominal pain, vaginal haemorrhage, skin disorder, weight increased, balance disorder, complication of device insertion and complication of device removal outcome was unknown and the alopecia and back pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to chemicals, allergy to metals, alopecia, anxiety, arthralgia, asthma, back pain, balance disorder, blood urine present, breast discharge, cholecystectomy, coeliac disease, complication of device insertion, complication of device removal, dental caries, dysmenorrhoea, dyspareunia, episcleritis, fatigue, genital haemorrhage, gluten sensitivity, haematoma, haemoglobin decreased, headache, hemianaesthesia, hemiplegic migraine, hypertension, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, monoplegia, muscle spasms, nausea, onychoclasis, pelvic pain, pregnancy with contraceptive device, rash, rubber sensitivity, skin disorder, toothache, uterine disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: the patient became pregnant and in (B)(6) 2014 had elative termination of her pregnancy. Discrepancy found regarding pregnancy onset date (dates as 2011 and 2014 were cited). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Pregnancy test - on (B)(6) 2014: results: positive. Ultrasound abdomen - on (B)(6) 2014: results: single living intrauterine embryo/gestat age 8wks. Ultrasound scan vagina - on (B)(6) 2014: results: single living intrauterine embryo/gestat age 8wks; on (B)(6) 2015: results: essure device identified in normal position. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: headache, fatigue, back pain, muscle spasms, migraine, cholecystectomy, abdominal pain, pregnancy with contraceptive device, menstrual disorder and pelvic pain. Concerning the injuries reported in this case, the following one were reported from social media report : hematoma, arm paralysis, one sided numbness, uterus was stuck to my stomach and I had lots of lesions, had a low hemoglobin, asthma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received: abdominal pain, abnormal bleeding (vaginal), skin condition, gained 60 lbs, balance disorder, complication of device insertion, complication of device removal were added & bladder or urinary problem or changes was replaced with blood in urine. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvis pain'), coeliac disease ('celiac disease'), cholecystectomy ('gall bladder removal'), monoplegia ('arm paralysis'), hemianaesthesia ('one sided numbness/ one sided weakness') and haemoglobin decreased ('had a low haemoglobin') in a 25-year-old female patient who had essure (batch no. 787215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multiple pregnancy (total number of live births: 4, (B)(6) 2001, (B)(6) 2003, (B)(6) 2007, (B)(6) 2008)). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced complication of device insertion ("tried to insert multiple times on the right side. It was never successfully placed in the right tube."). In 2011, the patient experienced genital haemorrhage ("abnormal bleeding\ abnormal bleeding(general) after surgery"), anxiety ("anxiety"), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), vaginal infection ("infection (bladder/ urinary tract/vaginal)\ infection (bladder/ urinary tract/vaginal) vaginal "), rash ("rashes and skin condition"), cluster headache ("headaches/ cluster headaches"), nausea ("nausea"), hemiplegic migraine ("hemaplegic migraines") with hemiplegia, dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), episcleritis ("nodular scleritis"), fatigue ("fatigue"), irritable bowel syndrome ("ibs (irritable-bowel syndrome)"), muscle spasms ("muscle spasms/pain"), onychoclasis ("brittle nails"), breast discharge ("breast discharge"), back pain ("lower back pain/ lower left side back pain/ flank"), toothache ("teeth pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and skin disorder ("rashes and skin condition") and was found to have blood urine present ("bladder problems/ changes blood in urine") and weight increased ("weight( gain/ loss(specify which one) gained 60 lbs"). On (B)(6) 2013, the patient underwent cholecystectomy (seriousness criterion medically significant). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth/ miscarriage/ termination)"). On (B)(6) 2015, the patient experienced complication of device removal ("were you advised of any complications from your essure removal procedure? Yes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), coeliac disease (seriousness criterion medically significant), monoplegia (seriousness criterion medically significant), hemianaesthesia (seriousness criterion medically significant), abdominal distension ("bloating"), migraine ("migraines"), dental caries ("dental issues/ tooth decay/ I have extensive tooth decay"), menstrual disorder ("imbalance (affecting her menstrual cycle)"), gluten sensitivity ("gluten allergy"), rubber sensitivity ("latex allergy"), allergy to chemicals ("chemicals allergy (like bleach, perfumes)"), abdominal pain lower ("lower abdomen pain"), abdominal pain upper ("upper abdomen pain"), arthralgia ("joints pain"), haematoma ("hematoma"), uterine disorder ("uterus was stuck to my stomach and I had lots of lesions"), asthma ("I have asthma my temp"), hypertension ("blood pressure") and balance disorder ("hormonal changes -describe imbalance, after my menstrual cycle") and was found to have haemoglobin decreased (seriousness criterion medically significant) and weight decreased ("weight loss"). The patient was treated with 2 blood transfusions and surgery (laparoscopic essure removal/ salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dental caries, dysmenorrhoea and abdominal pain lower was resolving, the genital haemorrhage, pregnancy with contraceptive device, coeliac disease, cholecystectomy, monoplegia, hemianaesthesia, haemoglobin decreased, abdominal distension, migraine, anxiety, menstrual disorder, menorrhagia, allergy to metals, gluten sensitivity, rubber sensitivity, allergy to chemicals, vaginal infection, blood urine present, cluster headache, nausea, hemiplegic migraine, dyspareunia, vaginal discharge, episcleritis, fatigue, weight decreased, irritable bowel syndrome, muscle spasms, onychoclasis, breast discharge, abdominal pain upper, toothache, arthralgia, haematoma, uterine disorder, asthma, hypertension, abdominal pain, vaginal haemorrhage, skin disorder, weight increased, balance disorder, complication of device insertion and complication of device removal outcome was unknown and the alopecia and back pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to chemicals, allergy to metals, alopecia, anxiety, arthralgia, asthma, back pain, balance disorder, blood urine present, breast discharge, cholecystectomy, cluster headache, coeliac disease, complication of device insertion, complication of device removal, dental caries, dysmenorrhoea, dyspareunia, episcleritis, fatigue, genital haemorrhage, gluten sensitivity, haematoma, haemoglobin decreased, hemianaesthesia, hemiplegic migraine, hypertension, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, monoplegia, muscle spasms, nausea, onychoclasis, pelvic pain, pregnancy with contraceptive device, rash, rubber sensitivity, skin disorder, toothache, uterine disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: the patient became pregnant and in (B)(6) 2014 had elative termination of her pregnancy. Discrepancy found regarding pregnancy onset date (dates as 2011 and 2014 were cited). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Pregnancy test - on (B)(6) 2014: results: positive. Ultrasound abdomen - on (B)(6) 2014: results: single living intrauterine embryo/gestat age 8wks. Ultrasound scan vagina - on (B)(6) 2014: results: single living intrauterine embryo/gestat age 8wks; on (B)(6) 2015: results: essure device identified in normal position.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: headache, fatigue, back pain, muscle spasms, migraine, cholecystectomy, abdominal pain, pregnancy with contraceptive device, menstrual disorder and pelvic pain. Concerning the injuries reported in this case, the following one were reported from social media report : hematoma, arm paralysis, one sided numbness, uterus was stuck to my stomach and I had lots of lesions, had a low hemoglobin, asthma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information n become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvis pain'), genital haemorrhage ('abnormal bleeding'), pregnancy with contraceptive device ('pregnancy (stillbirth/ miscarriage/ termination)') and haemoglobin decreased ('had a low haemoglobin') in a 25-year-old female patient who had essure (batch no. 787215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multiple pregnancy (total number of live births: 4, ((B)(6) 2001, (B)(6) 2003, (B)(6) 2007, (B)(6) 2008)). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), migraine ("migraines"), anxiety ("anxiety"), alopecia ("hair loss"), dental caries ("dental issues/ tooth decay/ I have extensive tooth decay"), menstrual disorder ("imbalance (affecting her menstrual cycle)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), gluten sensitivity ("gluten allergy"), rubber sensitivity ("latex allergy"), allergy to chemicals ("chemicals allergy (like bleach, perfumes)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), coeliac disease ("celiac disease"), rash ("rashes and skin condition"), bladder disorder ("bladder problems/ changes"), urinary tract disorder ("urinary problems/ changes"), headache ("headaches"), nausea ("nausea"), hemiplegic migraine ("hemaplegic migraines") with hemiplegia, dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), episcleritis ("nodular scleritis"), fatigue ("fatigue"), irritable bowel syndrome ("ibs (irritable-bowel syndrome)"), muscle spasms ("muscle spasms/pain"), onychoclasis ("brittle nails"), breast discharge ("breast discharge"), abdominal pain lower ("lower abdomen pain"), abdominal pain upper ("upper abdomen pain"), back pain ("lower back pain/ lower left side back pain/ flank"), toothache ("teeth pain"), arthralgia ("joints pain"), haematoma ("hematoma"), monoplegia ("arm paralysis"), hypoaesthesia ("one sided numbness"), uterine disorder ("uterus was stuck to my stomach and I had lots of lesions"), asthma ("I have asthma my temp") and hypertension ("blood pressure"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), underwent cholecystectomy ("gall bladder removal") and was found to have weight decreased ("weight loss") and haemoglobin decreased (seriousness criterion medically significant). The patient was treated with 2 blood transfusions and surgery (laparoscopic essure removal/ salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dental caries, dysmenorrhoea and abdominal pain lower was resolving, the genital haemorrhage, pregnancy with contraceptive device, abdominal distension, migraine, anxiety, menstrual disorder, menorrhagia, allergy to metals, gluten sensitivity, rubber sensitivity, allergy to chemicals, vaginal infection, coeliac disease, bladder disorder, urinary tract disorder, headache, nausea, hemiplegic migraine, cholecystectomy, dyspareunia, vaginal discharge, episcleritis, fatigue, weight decreased, irritable bowel syndrome, muscle spasms, onychoclasis, breast discharge, abdominal pain upper, toothache, arthralgia, haematoma, monoplegia, hypoaesthesia, uterine disorder, haemoglobin decreased, asthma and hypertension outcome was unknown and the alopecia and back pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to chemicals, allergy to metals, alopecia, anxiety, arthralgia, asthma, back pain, bladder disorder, breast discharge, cholecystectomy, coeliac disease, dental caries, dysmenorrhoea, dyspareunia, episcleritis, fatigue, genital haemorrhage, gluten sensitivity, haematoma, haemoglobin decreased, headache, hemiplegic migraine, hypertension, hypoaesthesia, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, monoplegia, muscle spasms, nausea, onychoclasis, pelvic pain, pregnancy with contraceptive device, rash, rubber sensitivity, toothache, urinary tract disorder, uterine disorder, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: the patient became pregnant and in (B)(6) 2014 had elative termination of her pregnancy. Discrepancy found regarding pregnancy onset date (dates as 2011 and 2014 were cited). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Pregnancy test - on (B)(6) 2014: results: positive. Ultrasound abdomen - on (B)(6) 2014: results: single living intrauterine embryo/gestat age 8wks. Ultrasound scan vagina - on (B)(6) 2014: results: single living intrauterine embryo/gestat age 8wks; on (B)(6) 2015: results: essure device identified in normal position.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: headache, fatigue, back pain, muscle spasms, migraine, cholecystectomy, abdominal pain, pregnancy with contraceptive device, menstrual disorder and pelvic pain. Concerning the injuries reported in this case, the following one were reported from social media report : hematoma, arm paralysis, one sided numbness, uterus was stuck to my stomach and I had lots of lesions, had a low hemoglobin, asthma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: social media received: new events added: hematoma, arm paralysis, one sided numbness, uterus was stuck to my stomach and I had lots of lesions, had a low hemoglobin, asthma, hypertension. Reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvis pain'), coeliac disease ('celiac disease'), cholecystectomy ('gall bladder removal'), monoplegia ('arm paralysis'), hemianaesthesia ('one sided numbness/ one sided weakness') and haemoglobin decreased ('had a low haemoglobin') in a 25-year-old female patient who had essure (batch no. 787215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multiple pregnancy (total number of live births: 4, (B)(6)2001, (B)(6)2003, (B)(6)2007, (B)(6)2008)). On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced complication of device insertion ("tried to insert multiple times on the right side. It was never successfully placed in the right tube."). In 2011, the patient experienced genital haemorrhage ("abnormal bleeding\ abnormal bleeding(general) after surgery"), anxiety ("anxiety"), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), vaginal infection ("infection (bladder/ urinary tract/vaginal)\ infection (bladder/ urinary tract/vaginal) vaginal "), rash ("rashes and skin condition"), cluster headache ("headaches/ cluster headaches"), nausea ("nausea"), hemiplegic migraine ("hemaplegic migraines") with hemiplegia, dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), episcleritis ("nodular scleritis"), fatigue ("fatigue"), irritable bowel syndrome ("ibs (irritable-bowel syndrome)"), muscle spasms ("muscle spasms/pain"), onychoclasis ("brittle nails"), breast discharge ("breast discharge"), back pain ("lower back pain/ lower left side back pain/ flank"), toothache ("teeth pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and skin disorder ("rashes and skin condition") and was found to have blood urine present ("bladder problems/ changes blood in urine") and weight increased ("weight( gain/ loss(specify which one) gained 60 lbs"). On (B)(6)2013, the patient underwent cholecystectomy (seriousness criterion medically significant). On (B)(6)2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth/ miscarriage/ termination)"). On (B)(6)2015, the patient experienced complication of device removal ("were you advised of any complications from your essure removal procedure? Yes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), coeliac disease (seriousness criterion medically significant), monoplegia (seriousness criterion medically significant), hemianaesthesia (seriousness criterion medically significant), abdominal distension ("bloating"), migraine ("migraines"), dental caries ("dental issues/ tooth decay/ I have extensive tooth decay"), menstrual disorder ("imbalance (affecting her menstrual cycle)"), gluten sensitivity ("gluten allergy"), rubber sensitivity ("latex allergy"), allergy to chemicals ("chemicals allergy (like bleach, perfumes)"), abdominal pain lower ("lower abdomen pain"), abdominal pain upper ("upper abdomen pain"), arthralgia ("joints pain"), haematoma ("hematoma"), uterine disorder ("uterus was stuck to my stomach and I had lots of lesions"), asthma ("I have asthma my temp"), hypertension ("blood pressure") and balance disorder ("hormonal changes -describe imbalance, after my menstrual cycle") and was found to have haemoglobin decreased (seriousness criterion medically significant) and weight decreased ("weight loss"). The patient was treated with 2 blood transfusions and surgery (laparoscopic essure removal/ salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, dental caries, dysmenorrhoea and abdominal pain lower was resolving, the genital haemorrhage, pregnancy with contraceptive device, coeliac disease, cholecystectomy, monoplegia, hemianaesthesia, haemoglobin decreased, abdominal distension, migraine, anxiety, menstrual disorder, menorrhagia, allergy to metals, gluten sensitivity, rubber sensitivity, allergy to chemicals, vaginal infection, blood urine present, cluster headache, nausea, hemiplegic migraine, dyspareunia, vaginal discharge, episcleritis, fatigue, weight decreased, irritable bowel syndrome, muscle spasms, onychoclasis, breast discharge, abdominal pain upper, toothache, arthralgia, haematoma, uterine disorder, asthma, hypertension, abdominal pain, vaginal haemorrhage, skin disorder, weight increased, balance disorder, complication of device insertion and complication of device removal outcome was unknown and the alopecia and back pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to chemicals, allergy to metals, alopecia, anxiety, arthralgia, asthma, back pain, balance disorder, blood urine present, breast discharge, cholecystectomy, cluster headache, coeliac disease, complication of device insertion, complication of device removal, dental caries, dysmenorrhoea, dyspareunia, episcleritis, fatigue, genital haemorrhage, gluten sensitivity, haematoma, haemoglobin decreased, hemianaesthesia, hemiplegic migraine, hypertension, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, monoplegia, muscle spasms, nausea, onychoclasis, pelvic pain, pregnancy with contraceptive device, rash, rubber sensitivity, skin disorder, toothache, uterine disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: the patient became pregnant and in (B)(6)2014 had elative termination of her pregnancy. Discrepancy found regarding pregnancy onset date (dates as 2011 and 2014 were cited). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Pregnancy test - on (B)(6)2014: results: positive. Ultrasound abdomen - on (B)(6)2014: results: single living intrauterine embryo/gestat age 8wks. Ultrasound scan vagina - on (B)(6)2014: results: single living intrauterine embryo/gestat age 8wks; on (B)(6)2015: results: essure device identified in normal position.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: headache, fatigue, back pain, muscle spasms, migraine, cholecystectomy, abdominal pain, pregnancy with contraceptive device, menstrual disorder and pelvic pain. Concerning the injuries reported in this case, the following one were reported from social media report : hematoma, arm paralysis, one sided numbness, uterus was stuck to my stomach and I had lots of lesions, had a low hemoglobin, asthma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter information added. Event pt updated from headaches to cluster headaches. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), migraine ("migraines"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), alopecia ("hair loss") and tooth disorder ("dental issues"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, migraine, anxiety, hypersensitivity, alopecia and tooth disorder outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, genital haemorrhage, hypersensitivity, migraine, pelvic pain and tooth disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.